Manufacturer narrative:
(B)(4). The customer report of an incorrect lidstock was confirmed by visual inspection of the customer supplied photos. A device history record review was performed, and no relevant findings were identified. Based on the customer description and provided photos, packaging likely caused or contributed to this event. Investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "wrong labeling on packaging. Top label shows a triple lumen, inside packaging shows a quad lumen. A quad lumen is in the kit." The user placed the quad lumen. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "wrong labeling on packaging. Top label shows a triple lumen, inside packaging shows a quad lumen. A quad lumen is in the kit." The user placed the quad lumen. No patient harm was reported. The patient's condition is reported as fine.